Event description:
Caller indicated the assure pro meter was reading high. Cs clerk is reading nurse's notes from the chart. She was not present at the incident. At 11:00am, they noticed he was diaphoretic, so they checked his bg = 71. At 15 minutes later (11:15am) he was unresponsive, so they checked him again = 58. They immediately called the paramedics who arrived within 3 minutes. At 11:20 they checked him again with the assure pro and got 77. At 11:21am the paramedics tested and got 28. They compared the two meters one more time before leaving; ap = 79, paramedic = 28. He was taken to the hosp but released and returned at 4:00pm. The next morning, 2008, he once again became unresponsive, with irregular breathing, ashen skin, and he was unable to swallow juice. At 5:00am they tested him = 67. Paramedics arrived at 5:05am. They tested him at 44. He has been admitted to the hosp and is still there as of this report. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within spec. Retention samples of the same lot of test strips involved in the incident were also tested and performed to spec.